Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection (lar) procedure, the front left wheel of arm cart assembly 2, that was holding the monopolar scissors, stopped resting properly on the floor. The wheel remained off the ground even after several attempts to reposition the arm cart as intended. The wheel was spinning freely without regaining traction. This result in significant instability of the entire robotic arm, which oscillated during use of the monopolar scissors. The surgeon was operating using a trocar-in-trocar technique. The problem was temporarily solved by placing a cardboard shim under the front wheel of the arm cart to restore cart stability. Took about two minutes to resolve. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the left front wheel of the arm cart assembly was not stably fixed to the ground. There was mechanical instability of the arm cart when it was connected with the patient. There were no defects observed with the wheel of the arm cart. Evaluation of the logs noted no error messages were reported with the arm cart assembly. The logs do not capture the contact of the arm cart wheels with the ground. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection (lar) procedure, the front left wheel of arm cart assembly 2, that was holding the monopolar scissors, stopped resting properly on the floor. The wheel remained off the ground even after several attempts to reposition the arm cart as intended. The wheel was spinning freely without regaining traction. This result in significant instability of the entire robotic arm, which oscillated during use of the monopolar scissors. The surgeon was operating using a trocar-in-trocar technique. The problem was temporarily solved by placing a cardboard shim under the front wheel of the arm cart to restore cart stability. Took about two minutes to resolve. There was no patient injury.